Event description:
It was reported that after 34,074 joules with 4:36 minutes of using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber metal tip was retrieved and it was replaced to complete the procedure. There was no patient outcome information reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the glass cap was detached likely to known inherit risk of the device. The glass cap exhibits severe devitrification at output window. The fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may occurred. Based on the observed glass cap circumferential fracture and metal cap detachment, an evaluation conclusion of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the circumferential fracture and metal cap detachment.

Event description:
It was reported that after 34,074 joules with 4:36 minutes of using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber metal tip was retrieved and it was replaced to complete the procedure. There was no patient outcome information reported.